Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the device showed no visible damages. A function test was performed and no deviation was found. No manufacturing related fault could be detected.

Manufacturer narrative:
Placeholder.

Event description:
It was reported that during a femoral shaft fracture procedure, the surgeon inserted the distal, target locking screw through the standard retrograde aiming arm in a rafn ex nail. The most proximal distal screw in the retrograde nail missed the hole. X-ray films were taken and the films confirmed the screw missed the hole. Surgeon backed out the screw, re-drilled, and re-inserted the screw by free hand. Surgeon completed the procedure with no further problems. No harm to patient.